Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the doctor found high resistance during a clinical visit. A x-ray was performed and surgery confirmed that the connection was loose. The doctor connected the leads to pacemaker again and problem resolved. The device is still in use. No patient complications have been reported as a result of this event.